Event description:
It was reported that a surgeon's handheld will not hold a charge. The physician stated that the handheld will work for a few hours and lasts the entire time during the surgeries he performs each year, however, he has to keep it plugged into the wall while in use. The surgeon stated that he does not want a new handheld as this handheld is able to work when needed.